Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh (device #3) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh (device #3). An additional emdr was submitted to represent the bard/davol ventralight st (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #1) on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #2). On (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #3). The patient is only making a claim for an adverse patient outcome against the two (2) ventralight st (device #1 and device #2) and a bard/davol flat mesh (device #3). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿.